Event description:
Additional information received reports that the endophthalmitis resolved after 2 months and the patient's vision is improving. The event was treated with cefazolin, gentamicin, pred forte and intraocular antibiotic injection. All aspects of the surgery have been investigated. No cause for the event has been found.